Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate intermittently. Customer¿s blood glucose level was 257 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill estimate issue could not be verified.